Event description:
It was reported via sales representative that the surgeon initially implanted a v40 orthinox head on the titanium accolade stem contary to recommended surgical technique. The customer further reported that the surgeon realized this when the patient was in recovery. Patient was revised to a v40 vitallium head.